Event description:
A trial patient undergoing a basic evaluation reported they had a sudden onset of pain in the bladder. It was stated that it felt "like a cramping in the bladder, like a bladder infection." The patient turned stimulation off, but the pain and cramping did not go away. When the patient did have to go to the bathroom, they were only able to go a "couple of drops." The trial began on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.